Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.6, laboratory inr: 2.2. The time between testing was one hour. Reportedly, the pt "milked" the finger after the finger stick, applied multiple drops of blood to the strip and the sample was not applied immediately after the finger stick. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.